Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had drawer failure and required maintenance. A field service engineer replaced defective drawer with new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure and required maintenance. The customer verified that the issue arose while dispensing medication, prompting them to obtain the medication from a different station. There were no adverse events or injuries reported based on this event.